Event description:
Per the clinic, the patient experienced no sound with the device due to head trauma and it was also reported that open circuits were noted on 22 electrodes. Troubleshooting attempts were made; however, the issue could not be resolved. The implanted device remains. There are plans to explant the device; however, this has not occurred as of the date of this report. It is unknown if there are plans reimplant the patient with a new device as of the date of this report. Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on august 03, 2023.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached. This report is submitted on october 2, 2023.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached. This report is submitted on october 2, 2023.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2023. It is unknown if there are plans to reimplant the patient as of the date of this report. This report is submitted on september 07, 2023.